Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-19533. It was reported that the atrial lead had been programmed off due to a suspected insulation breach, and the impedance was low and out of range. Additionally, the right atrial lead was oversensing noise. Both leads were intended to be explanted, but the physician was unable to extract the leads so the leads were capped and replaced. The patient was asymptomatic and in stable condition.